Manufacturer narrative:
Additional device information: tgu373715 lot # 13775192 UDI:(B)(4). Fgu373720 lot# 12602685 UDI:(B)(4). The lot number for the device implanted on (B)(6) 2015 remains unknown. Results code 1: 213: a review of the manufacturing records for devices with available lots numbers verified the lots met all pre-release specifications.

Event description:
On an unknown date a patient underwent ascending aorta repair and aortic valve replacement. On an unknown date in july, 2008 a type a dissection was recognized. On (B)(6) 2015 a reintervention took place whereby a conformable gore® tag® thoracic endoprosthesis (ctag) 37mm x 10cm, was implanted. On (B)(6) 2015 a reintervention took place to distally extend the ctag, using two additional ctag devices: a 37mm x 15cm and a 37mm x 20cm. On (B)(6) 2015 a reintervention took place to treat a type b dissection using another ctag device: 40mm x 40mm x 10cm. On (B)(6) 2017 a CT showed that the dissection was healed in the proximal component where the device was placed.

Event description:
On an unknown date a patient underwent ascending aorta repair and aortic valve replacement. On an unknown date in (B)(6), 2008 a type a dissection was recognized. On (B)(6), 2015 a reintervention took place whereby a conformable gore® tag® thoracic endoprosthesis (ctag) 37mm x 10cm, was implanted. On (B)(6), 2015 a reintervention took place to distally extend the ctag, using two additional ctag devices: a 37mm x 15cm and a 37mm x 20cm. On (B)(6), 2015 a reintervention took place to treat a type b dissection using another ctag device: 40mm x 40mm x 10cm. On (B)(6), 2017 a CT showed that the dissection was healed in the proximal component where the device was placed.

Manufacturer narrative:
Event updated. Concomitant medical products: additional device information: tgu373715 lot # 13775192 UDI: (B)(4) lot# 12602685 UDI: (B)(4). The lot number for the device implanted on (B)(6) 2015 remains unknown. Results code 1: 213: a review of the manufacturing records for devices with available lots numbers verified the lots met all pre-release specifications.

Manufacturer narrative:
Concomitant medical products: additional device information: tgu373715, lot # 13775192, UDI: (B)(4), lot# 12602685, UDI: (B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection and reoperation.

Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted since the requested lot number is unknown.

Event description:
The following information was reported to gore: on an unknown date a patient underwent endovascular aortic repair with gore devices, unknown type. On (B)(6) 2015, a reintervention took place to treat a type b uncomplicated aortic dissection.